Manufacturer narrative:
An event of difficulty inserting the delivery system into the patient and the valve being unable to be fully re-sheathed into the flexnav delivery system was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve (serial#: (B)(6)) was chosen for implant during a transcatheter aortic valve implantation (tavi) using a flexnav delivery system (lot#: 8424385). The native valve had mild calcium with dimensions of 65.8mm perimeter and 341.8 mm area. There was initial difficulty inserting the delivery system into the femoral artery. Once the system was in the aorta, the device was partially deployed. Depth was too shallow so the device was attempted to be recaptured. The valve capsule started to accordion and could only recapture partially. 4mm of valve was still out of the capsule. The delivery system was removed from the patient and the patient remained stable. A replacement 25mm navitor valve (serial#: 19557268) was then attempted to be implanted utilizing a replacement flexnav delivery system (lot: 8813401) . The valve was deployed at a depth of 0mm on the non-coronary cusp and 1mm on the left coronary cusp. An angiogram was performed after deployment, and the valve had migrated to 4mm depth on the non cusp and 1mm depth on the left cusp. The migrated valve did not block any arteries and the patient remained hemodynamically stable following the migration. The patient developed moderate aortic insufficiency. A non-abbott valve was implanted within the navitor valve via valve-in-valve procedure. The patient was reported as stable. Subsequent to the previously filed report, additional information was received that after the 25mm navitor valve (serial#: (B)(6)) was implanted, an angiogram was performed after deployment which revealed that the valve had migrated but still remained within the aortic annulus. A non-abbott valve was implanted within the navitor valve via valve-in-valve procedure.

Event description:
It was reported that on (B)(6)2023, a 25mm navitor valve (serial#: (B)(6)) was chosen for implant during a transcatheter aortic valve implantation (tavi) using a flexnav delivery system (lot#: 8424385). There was initial difficulty inserting the delivery system into the femoral artery. Once the system was in the aorta, the device was partially deployed. Depth was too shallow so the device was attempted to be recaptured. The valve capsule started to accordion and could only recapture partially. 4mm of valve was still out of the capsule. The delivery system was removed from the patient and the patient remained stable. A replacement 25mm navitor valve (serial#: (B)(6)) was then attempted to be implanted utilizing a replacement flexnav delivery system (lot: 8813401) . The valve was deployed at a depth of 4mm on the non-coronary cusp and 5mm on the left coronary cusp. Once deployed at 100%, the valve embolized. A third valve was then implanted within the first via valve-in-valve procedure. The patient was reported as stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.